Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Patient race/ethnicity and weight were requested but the information was not recorded by the initial reporter. Manufacturer reference #: (B)(4).

Event description:
It was reported by a healthcare provider that a silent nite device was fractured. Additional information received reported that the upper attachment had broken off on (B)(6) 2026 while the patient was sleeping. The patient woke up with discomfort and pain. No intervention was required. The patient stopped using the device the same day.

Manufacturer narrative:
Additional information: d9. The investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent but had a yellow discoloration. General cleanliness - the returned device appeared to be partially clean. Root cause description the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. Manufacturer reference #: (B)(4).